Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: no pt involvement. It was reported to boston scientific corp that a captiflex polypectomy snare was to be used during a procedure performed on (B)(6) 2009. According to the complainant, during preparation, the small steel piece on the back on the snare was hot to the touch. The procedure was completed with another captiflex polypectomy snare.